Event description:
Approximately two and a half months post implantation the patient was hospitalized for a surgical revision of the driveline exit site due to infection. The patient reported that he had dropped his controller which "pulled" at the insertion site to the skin approximately four days prior to hospitalization causing tenderness at the site. It was reported that the driveline exit was "bloody" on admission. The patient was taken to surgery for revision of the driveline site. It was reported that the patient received a total of three units of packed red blood cells during this admission.

Manufacturer narrative:
The device remained implanted at the time of this event. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient. Device remained implanted.

Manufacturer narrative:
(B)(4) used as there is no codes for hospitalization and bleeding. The hvad is used for treatment not diagnosis. It was reported from the united states that a (B)(6) male patient was admitted to the hospital for elective surgical revision of his driveline. The post-operative period was further complicated by development of acute renal impairment thought to be possibly related to hemoglobin-induced acute tubular necrosis and intravascular depletion. On (B)(6) 2013 (pod 102) he returned to the operating room for closure of the old driveline exit site. The driveline cable hvad pump ((B)(4)) remained implanted and was not returned to the manufacturer for evaluation, however, review of the certificate of sterility confirmed that the device was sterile and non-pyrogenic prior to its release to the field. With review of the available information, a relationship between the device and reported event cannot be determined. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.